Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the monitor intermittently loses images involving an olympus high-definition liquid crystal display (lcd) monitor. There was no patient injury reported.